Manufacturer narrative:
The insulin pump was received with blank display due to corrosion all electronic assembly. Moisture damage was found on motor home switch. Analysis was unable to verify the vibration anomaly due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump went blank display immediately after the being exposed to moisture. The customer's blood glucose was 363 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.